Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted bilateral inguinal hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report error on erbe generator. The customer power cycled the erbe with no change. Tse had customer unplug the cables from the erbe and power cycle. The unit came on and faulted with a 3-89 fault on the top monopolar port with nothing plugged in that port. There was no reported injury.